Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter?s technical service center regarding a system error 2240 alarm (air in line) that appeared on the homechoice (hc) unit during patient use. The home patient (hp) had disconnected during therapy. The hp reconnected. The hp is not sure what cycle he disconnected in. The technical service representative (tsr) assisted to retrieve the cassette. The tsr advised to let the registered nurse (rn) know about the alarm. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention indicated at the time of the initial report. The sample was discarded.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate. The root cause of the system error 2240 alarm was due to the patient disconnecting during therapy. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).